Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
The patient reported right side rupture and "benign sparse calcifications". Device remains implanted.

Event description:
Device was explanted.

Event description:
The patient reported right-side rupture. Healthcare later reported sparse benign calcifications and ¿identified the scar capsule around the prosthesis in the left breast. I dissected the capsule in order to remove it completely, unfortunately, due to the intense fibrosis reaction, I ended up breaking the fibrotic capsule, finding silicone gel outside the prosthesis capsule. After the removal of the fibrotic capsule, I noticed an intense adherence to the prosthesis capsule, which was no longer integrated.¿ device has been explanted.